Event description:
It was reported that the patient was experiencing ineffective therapy. As a result, the patient underwent surgical intervention during which they were trialed for the same pain pattern. It is unknown which lead had caused the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, model: mn10450-50a, batch: ab2421.

Event description:
Additional information received indicates that the drg system was explanted and replaced with an scs system. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.